Event description:
It was reported that the user¿s ilet system was factory reset per healthcare provider instruction and restarted with assistance from an agent; during sensor warmup the user could not enter blood glucose values, and the agent advised proceeding to enter body weight and resume bionic mode once sensor readings became available. Symptoms included a reported low glucose event that prompted an emergency room visit. Outcomes included user education, device restart guidance, and scheduling of additional training, with no device alerts or alarms reported and no impact to blood glucose data from the event. Investigation included troubleshooting and education with a plan for clinical team outreach. Investigation of this case revealed no confirmed device malfunction, and the cause of the reported hyperglycemia was unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.